Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: after firing, the jaws of the device would not open. The device wiggled off. Loading seemed not to done properly. The surgeon had to resect more tissue than what was originally planned to the product problem. The cut tissue was planned to be 4-5 cm but turned out to be 20 cm due to the incident. Another device was used to finish the procedure. No bleeding was reported. Nothing fell into the pt cavity and the operating room time was not extended more than 30 minutes.